Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received four shocks while working out. Data was reviewed which showed possible myopotential noise which was oversensed. It appeared that the third shock delivered put the patient into ventricular tachycardia (vt), the forth shock successfully converted the patient out of vt. Troubleshooting and programming options were discussed. No adverse patient effects were reported.